Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen ¿1000mcg¿ at ¿55mg¿ via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included multiple sclerosis. On 07-jan-2019 it was reported that the patient had return of spasticity and an abnormal dye study on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics were a dye study, the radiologist felt there was a leak of dye at pump site. The actions and interventions taken to resolve the issue was a catheter revision where a portion of the existing catheter was removed and replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the catheter issues was unable to be determined. No further complications have been reported.